Event description:
A (B)(6) male pt contacted zoll customer support to report that he was receiving adjust/check belt messages. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (adjust/check belt messages) was confirmed. Upon investigation, the electrode belt failed incoming functional testing. The cause of the test failure was isolated to an exposed wire on the dn to rear therapy electrode cable. A bare wire was found inside ECG c along the green (belt dischg) wire, causing interference. The root cause of the pulled wire was unable to be positively identified but may be due to excessive force on the cable section. No adverse event resulted from the defective belt. The pt received a replacement electrode belt.